Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 36 mm annuloplasty band, the band was explanted and replaced with a 33 mm annuloplasty band due to a sizing error. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that immediately post implant of this 36mm annuloplasty band, there was a small leak in the anterolateral commissure. One stitch was placed and the patient was de-aired however mitral regurgitation remained. The physician then placed extra sutures, but the regurgitation still remained. Subsequently the decision was made to replace the 36 mm band with a 33 mm non-medtronic tissue valve. If information is provided in the future, a supplemental report will be issued.